Manufacturer narrative:
A third-party service provider evaluated the customer's device and verified the reported issue. The customer had a replacement quick combo cable on hand. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was a damaged quick combo cable.

Event description:
During regular maintenance stryker observed that the device's cable connection was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
During regular maintenance stryker observed that the device's cable connection was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.